Event description:
My lapband causes me to throw up, abdominal pain, and now my port has a hernia around it. When I lightly press on my port, I start to dry heave. My surgeon, dr. (B)(6), has his license revoked and I cannot get any of my medical records from his office or the hospital. My surgery was performed back in 2007. This lap band is slowly killing me and no surgeon wants to remove it. I need help! Dr. (B)(6) has been my pcp and is helping me with these symptoms. I don't know what tests he has done. I cannot get an MRI due to my lapband, and this is a procedure that dr. (B)(6) said was medically necessary for me at this point.